Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the left anterior descending (lad) proximal. The target lesion was calcified with moderate torturosity. The intravascular ultrasound (ivus) catheter was unable to cross the lesion. The lesion was pre-dilated with a balloon. Then two stents were placed, the first in mid lad and the second in the proximal lad. The physician attempted to cross the deployed stents, with the ivus but resistance was felt. The physician thought that the imaging catheter may have been trapped in the second deployed stent's strut. When the physician attempted to remove the catheter, the proximal edge of the stent was stretched. The physician was able to remove the catheter and the procedure was completed, with no patient complications.